Event description:
The customer has obtained low initial results on several patient samples for the homocysteine assay on an immulite 2000 instrument. The patient samples were run in (B)(6) 2013 and the initial values obtained were low. The samples were then repeated on the immulite 2000 instrument in october and the results of the patient samples were higher. The initial values on the patient samples were not reported to the physician(s), but the repeat values obtained on the patient samples were reported to the physician(s). It is unknown to the customer which value (initial or repeat) is correct but it is their practice to report the repeat values on all patient samples. There were no known reports of patient intervention or adverse health consequences due to the low homocysteine results.

Manufacturer narrative:
A siemens global product support (gps) specialist contacted the customer site and requested additional information. The customer has notified siemens that they will not be providing any further information as they suspect the issues with the patient results were operator related and poor sample handling. The cause of the low initial homocysteine results on the patient samples is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.